Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6)2014 patient experienced a possible missing sensor wire upon sensor pod removal. Patient did not report any injury or any medical intervention at the time of contact with dexcom technical support.